Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was ranging from 386 mg/dl to 436 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer alleged the insulin pump was under delivering. Customer did the high pressure test and it was passed. The insulin pump will not be returned for analysis.